Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the root cause of the separation is due to the supply bag falling and disconnecting. Per the complaint information, the patient stated the bag was kept on a two wheel dolly. Label review was completed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will not be conducted as the lot number is unknown.

Event description:
A nurse (rn) contacted (B)(4) regarding a supply line that disconnected from the bag on the homechoice (hc) machine during dwell 1. The technical service representative (tsr) advised the rn to end therapy and start over with new supplies. On (B)(6) 2011 (B)(4) spoke with the home patient (hp) who stated that the supply bag fell and separated off of the cycler. The hp stated the bag was kept on a two wheel dolly and probably wasn't the best way to hold a bag. The hp confirmed therapy has resumed and reported no adverse symptoms have resulted from this incident. No medical intervention was reported.